Manufacturer narrative:
Inspected one opened and used enlite sensor, performed bicarbonate buffer test per specifications. Sensor failed per specification due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensors gave inaccurate readings. She stated that she was alerted of a low of 40 mg/dl and the blood glucose reading was 260 mg/dl. Customer treated with manual injection and then received a calibration error alert. After treating, the blood glucose reading was 75 mg/dl. Customer also received a bad sensor alert after the initialization and after a second consecutive calibration error. Customer was advised to remove and change out the sensor. She stated that the sensor had no damage. Nothing further was reported.